Event description:
It was reported that no device data had been collected since implant and it was suspected that the atrial port was plugged. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.